Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56..

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2016. Patient outcome. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."

Event description:
Patient allegedly received an implant on (B)(6) 2016 via the right femoral vein due to deep vein thrombosis and pulmonary embolism. Patient is alleging tilt and vena cava perforation and organ perforation. Patient is also alleging pain, physical limitations, depression, bleeding. Possible product ID: "cook celect ivc filter done in infrarenal position- no complications. Final angiography showed adequate placement of the filter, but it is unfortunately somewhat tilted to the left side." Report from CT: "end plate of l2 with the tips of the distal limbs down to the level of the lower endplate of l3. There is a slight tilt of the longitudinal access of the inferior vena cava filter with the apex tilted mildly anteriorly and medially toward the left." "The apex of the inferior vena cava filter appears to protrude just beyond the lumen of the inferior vena cava. The distal ends of the limbs of the inferior vena cava filter seen anteriorly to the right and left and posteriorly to the right and left all protrude slightly beyond the lumen of the inferior vena cava." "Inferior vena cava filter with position as noted above. There are portions of the filter that protrude just beyond the lumen of the vessel." "Inferior vena cava filter with position as noted above. There are portions of the filter that protrude just beyond the lumen of the vessel."

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and tilt. Investigation is reopened due to additional information provided. The following allegations have been investigated: organ perforation, vena cava perforation, tilt, pain, depression, physical limitations and bleeding. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain, depression, physical limitations and bleeding are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.